Manufacturer narrative:
This report is for an unknown plates: fns/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter state: (B)(6). (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the osteosynthesis surgery for femoral neck fracture with the fns. The hospital followed up the patient for about 10 weeks, but the bone union didn¿t occur. On (B)(6), the patient underwent the removal of fns surgery and bha surgery. No further information is available. This complaint involves four (4) devices. This report is for one (1) unk - plates: fns. This report is 1 of 4 for (B)(4).